Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was tested with a water fill reservoir, several bolus deliveries were programmed and delivered all bolus delivered properly and were recorded properly in the bolus history and daily totals history files. No bolus anomaly noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a delivery issue with the insulin pump. Customer reported that the insulin pump is not delivering correctly. Customer experienced hyperglycemia as a result. Customer's blood glucose levels at the time of the incident were 400 mg/dl. Customer treated their high blood with the omni pod. During troubleshooting, increased basal rates were discovered. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.